Manufacturer narrative:
H6: investigation conclusions: code 22 updated to code 4315.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2010, the patient underwent endovascular treatment of an abdominal aortic aneurysm using ggore® excluder® aaa endoprosthesis. On an unknown date, it was observed a distal type I endoleak, and aneurysm enlargement of the right common iliac artery. On (B)(6) 2020, reintervention for placing additional stent graft was performed. The patient tolerated the procedure.